Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was high capture threshold on the left ventricular lead. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that there was high capture threshold on the left ventricular lead. The lead remains in use. The device was explanted and returned for normal battery depletion and has subsequently tested out of specifications. No patient complications were reported as a result of this event.